Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2004 the patient's generator was found programmed off which was different than what was programmed at the previous office visit on (B)(6) 2004. No diagnostics tests were performed at the previous visit and the device was not interrogated prior to the patient leaving the office as recommended by device manufacturer to ensure the device is at the correct settings. With the available history it is unknown if an interrupted test occurred or if the device was intentionally programmed off using a different programming system. The device was programmed back on on (B)(6) 2004. No patient adverse events were reported.

Event description:
Further review of the information available revealed that there was no programming anomaly. The patient's device was intentionally disabled for two weeks to assess possible stimulation related side effects.

Manufacturer narrative:
Analysis of programming history.